Manufacturer narrative:
A visual inspection and dimensional analysis were performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no other complaints reported for this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, after removing the protective sheath from the 4.00x33mm multi-link 8 rx balloon expandable stent (bes); it was noted the stent was dislodged from the delivery system. Another same size multi-link 8 was used, and the procedure was completed. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.